Event description:
According to the info there was erosion.

Manufacturer narrative:
Based on the limited information received, qa concludes device function was not associated with this event. However, because evaluation of the device would not conclusively confirm or disprove the report of erosion in-vivo, qa will accept the physician's observations of this as the cause for surgical intervention. The info received provided no indication of contributing factors to this occurrence.